Event description:
Literature was reviewed regarding alternative access routes for transcatheter aortic valve implantation (tavi) in patients with hostile vascular access. The study population included 531 patients who were predominantly male with a mean age of 81 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve or evolut bioprosthetic transcatheter valves delivered via delivery catheter system (dcs) . Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, major bleeding, acute kidney injury, arrhythmia requiring permanent pacemaker implant, and moderate to severe aortic regurgitation. Among all patients, clinical observations that may have occurred during use of the dcs included: access site-related major vascular complications which required intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: kefer et al. The north europe hostile access tavi (northostavi) registry. Front cardiovasc med. 2025 sep 26:12:1674218. Doi: 10.3389/fcvm.2025.1674218. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.